Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe pain at the pocket site where the old ipg was located (MFR. Report number: 3006630150-2022-03580). It was also noted that the patient was not getting an adequate pain relief despite reprogramming done. A computerized tomography (CT) scan showed a very small lipoma at the pocket site. The patient was placed on gabapentin.